Event description:
The customer reported that when the motion enable bars (meb) on the hand pendant were depressed, an error appeared on the pendant and then the couch lateral, couch longitudinal, collimator and gantry started to move. There were no injuries as a result of this event.

Manufacturer narrative:
The hand pendant and its cable were replaced by the customer. This report is still being investigated. A supplemental MDR will be submitted when the investigation is complete.